Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Adapter: the adapter passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013 patient reported the infusion device has condensation. Patient is currently on the backup infusion device. Patient stated on (B)(6) 2013 she noticed her blood glucose level was rising and it got as high as 500 mg/dl. Patient reported she was taking boluses and the infusion would bring the blood glucose level down but then it would elevate again. Patient stated she went to the ER and they just took her blood and ran tests. Patient reported no insulin was given by the ER personnel. Patient stated she did bolus herself while in the ER. Patient reported she was not admitted to the hospital. Patient stated she went home and inspected the infusion device closer and noticed that the device appeared to have condensation. Patient reported she turned the infusion device upside down and water poured out of the chamber of the device. Patient stated it was water not insulin, but she is not sure how water would have gotten in the chamber of the device. Patient reported she switched to the backup infusion device at that time. Cartridge was discarded. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.